Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a recent blood glucose level of 432 mg/dl. Customer reported receiving multiple no delivery alarms. The customer stated that she resolved the alarms by performing set changes. The reservoir was not replaced or returned for analysis.